Manufacturer narrative:
The customer has provided the paz and sensor files for investigation. The customer stated that they changed the measurement cartridge and they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results for one patient run on two different rp 500 instruments. The same arterial sample was used for all results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the log files provided by the customer. The root cause for the suspected discrepant thb result of 5.9 g/dl generating on the rp500 sn (B)(6) for the patient sample ID (B)(6) when compared to its' initial and repeated thb results is unknown for many reasons. There was no indication of a measurement cartridge issue and no thb sensor instability observed during sample analysis. There was no instrument malfunction, no contamination, nor any systematic or fluidic errors and the co-oximetry functionality appears to be working with no concerns indicating that the rp500 sn (B)(6) is performing as intended.